Event description:
A malfunction alarm identified as malfunction code 12 occurred, but no notable events preceded this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the problem resurfaced.